Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Communication to the device could not be established, but it was confirmed that there was no safety mode signal observed on the oscilloscope. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Further testing confirmed a normal current drain. The battery was analyzed and while it was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services reviewed the case and suggested immediate replacement as the patient is dependent and this could jeopardize critical therapy. Subsequently, this device was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) switched into safety mode, a device status that permanently limits available therapy to specific settings. Technical services reviewed the case and suggested immediate replacement as the patient is dependent and this could jeopardize critical therapy. Subsequently, this device was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.